Event description:
A sixty-nine-year-old male patient on multiple inotropic medications and mechanical ventilation presented in stage e of the society for cardiovascular angiography and interventions shock classification and received an impella 5.5 device for acute myocardial infarction cardiogenic shock. One day after implantation, the patient developed an axillary hematoma requiring operative intervention, after which his condition initially improved. On the sixteenth day of impella support, a purge system blocked alarm on the automated impella controller occurred while the patient¿s hemodynamics remained stable. Systemic heparin therapy had been restarted the prior day after being held earlier in the week following percutaneous coronary intervention. After consultation with the clinical support center, the care team began preparations to exchange the purge system but subsequently received alarms for purge pressure high and impella position in aorta. The patient was taken to the operating room for device exchange and during echocardiographic evaluation after device removal, the physician noted thrombus in the outlet cage of the impella 5.5 pump as well as thrombus in the left ventricle and aorta. After further monitoring, anesthesia identified a malposition and clotted dialysis catheter following catheter removal, transesophageal echocardiography revealed no thrombus in the left ventricle or aorta. The physician elected to proceed with implantation of a new impella 5.5 device. A vascular surgeon performed a new graft anastomosis and the device was inserted per instructions for use with stable waveforms and hemodynamics. After insertion, no flow was detected to the right arm, prompting revascularization of the subclavian artery during which multiple blood products were administered. The patient subsequently suffered cardiac arrest, and cardiopulmonary resuscitation was performed for greater than twenty minutes. The interventional cardiologist then discussed the situation with the family, who elected to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d9. (Device available for evaluation) to accurately reflect the device was returned to manufacturer.